Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer is blind and so spoke to her caregiver. Customer has a backup and she already used it. Customer will call to the nurse and she will call us back when she has new set and reservoir with insulin to continue troubleshooting.